Event description:
A patient has reported that after applying voco profluorid varnish mint, he had an allergic reaction the following night: burning of the mucous membranes and swelling of the lips. Symptoms lasted 6 days. No hospitalisation or other treatment was required. The batch used is not known. The patient has made a full recovery.